Event description:
This device was returned with oos documentation from biotronik rep, this device was removed due to "unexplained appearance of no ouput." The lv lead in this system was capped "due to a suspected failure." This device was replaced with a cylos dr-t. There are no further adverse events reported for this pt. Also removed: synox sx 60/15 bp, MDR 1028232-2008-00476.